Event description:
The patient was reportedly ami and the target was a cto lesion with mild tortuosity and moderate calcification, mid rca. After thrombus was removed by another company's device, the lesion was dilated with another company's dilatation catheter. Then, another company's device was used again. When the tristar stent was being implanted, the mid rca vessel, just distal to the rv branch, ruptured from the mid part of the stent. The physician tried to stop the bleeding by using another balloon catheter, but it did not stop completely. The patient's condition became stable for a while after some treatments were made by a covered stent, a pacemaker, and an iabp; however, the patient later died. It was reported that this case was supposed to be treated by two shorter stents instead of the one long stent that was used.